Event description:
The dr claims that the graft was implanted on 7/3/97, for an abdominal aortic aneurysm repair, and the pt developed a fever of 38.5 degrees celsius from 31 to 32 days post-op with elevated c-reactive protein and white blood cells. The graft was left in. The condition of the pt has been reported by the hospital as unk.